Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) will be removed by the healthcare provider (hcp).

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the caller stated that they fell about 2.5 weeks ago and and hit a concrete floor with their hip and think that has moved the implant out of position. Caller stated that the pain digging into their back where the implant is located is getting unbearable. Agent emailed physician listing and the patient was redirected to healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt).the patient had an ins for pain implanted in 2015. They pt had not used the implant for the last 5-6 years. A few weeks ago, they fell and landed on their left hip where the implant was located. They had xrays taken, there were no broken bones, and the leads to the implant appeared to be intact. They had intense pain in the area where the implant was located. They think the body of the implant has moved and was digging into their back. I have an appointment on wednesday july 30 at musc in charleston sc to discuss the possible treatments.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.